Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found that the helix length was not within specification. Telemetry, pacing and output features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction - h10 - this statement should have been included: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the helix stretched. The lp was removed and replaced. The patient was stable.